Manufacturer narrative:
(B)(4). This is a report of a use error which caused a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as a touch contamination (no further detail was provided). Two days prior to the receipt of this report, the patient went to the emergency room due to experiencing abdominal pain. The patient was not hospitalized for the event. On an unknown date the patient began treatment for the abdominal pain with vancomycin (intraperitoneally [ip], dose and frequency unknown) and ceftazidime (ip, dose and frequency unknown) and at the time of this report, treatment remained ongoing. It was reported that the patient did not have peritonitis, and was not diagnosed with peritonitis, however, it was unknown what caused the abdominal pain. At the time of this report the patient was recovering from the event of abdominal pain and dianeal therapy was ongoing. It was not reported whether the patient was retrained in proper aseptic procedures for performing pd therapy. No additional information is available.